Event description:
Additional information recieved indicates that the customer sent over logfiles for further investigation.

Manufacturer narrative:
H3: the device logs and trending files were provided to zoll technical service for review. The log analysis revealed frequent plv and occlusion alarms but no technical failure alarms at the time of the incident. Technical service determined that the issue was likely related to device settings rather than a technical malfunction. To address this, technical service contacted the clinical/sales team to follow up with the end user for additional training on product usage. The claim will be closed as incorrect sequence/settings.

Event description:
Complainant alleged that the device was experiencing low volumes while connected to a patient. Complainant indicated that there was no adverse effect to the patient due to the reported issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.